Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was notified that the patient experienced a fall while on optune gio therapy, resulting in a laceration superior to the left ear. The patient underwent medical evaluation and received unspecified treatment by a physician. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the hospital's support department inquired whether the patient could resume optune gio therapy despite the presence of a cranial wound. No additional information was provided by the prescribing physician.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh213886 is february 23, 2021.

Manufacturer narrative:
On june 11, 2025, novocure received additional information from the prescribing physician indicating that there was no casual relationship between the fall and secondary skin laceration to optune gio therapy. It was also noted that the patient received an unspecified treatment for the skin laceration, although, hospitalization was not required.